Manufacturer narrative:
Evaluation found the battery cover broken. The charger and lipclip were not received for evaluation.

Event description:
In this event it was reported that a raypex 6 apex locator gave incorrect measurements; no injury occurred.